Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient had cut the heater bag when trying to open it. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. It also warns the user that using damaged sets can result in contamination of the lucid or fluid pathways. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 2 of 4, while the hp was connected. The hp had cut the top of the heater bag when opening it. The hp thought that it would be still okay to use since no leaks were noticed. The technical service representative (tsr) explained to the hp the proper procedures. The hp was going to finish the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.